Event description:
Reporter stated that the suspect device was used to test a patient's blood glucose, with results of 40 mg/dl, and 80 mg/dl. Based on these results, no treatment was administered. Patient currently suffers from brain damage, and is blind, which reporter indicated is alleged to be related to the non-treatment of blood glucose concerns at birth. No lot specific information is available, nor did reporter state whether controls had been run on the system.